Manufacturer narrative:
(B)(4). Approximate age of device - 4 years, 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was then taken to the implanting center on (B)(6) 2018 for a transcatheter aortic valve replacement (tavr) procedure for severe aortic insufficiency (ai). At the time the patient was on veno-arterial (va) extracorporeal membrane oxygenation. On (B)(6) 2018, the patient was taken to the operating room for a pump exchange due to inflow cannula malposition towards the lateral wall, which was not allowing for left ventricular (lv) unloading. The exchange was performed via large lateral thoracotomy. The lvad parameters were normal on the system monitor, thrombus on the aortic valve was observed on echocardiogram. No additional information was provided.